Event description:
It was reported that upon removing the cre 12mm x 15mm balloon catheter from its packaging, a shaft kink was noted. No damage was noted to the inner or outer pouches. The device was not used and another of the same device was used to complete the procedure. The pt's status is reported as "fine".